Manufacturer narrative:
Device received with broken reservoir tube lip and missing the black o ring noted. Device passed displacement test. The test reservoir p-cap was able to lock in place. Protruded drive support disk noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the drive support cap was loose and there was crack on the reservoir compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.